Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. On 04/19/2024, the patient did not report any specific symptoms but stated that because of the inaccuracy they experienced a life-threatening situation. When a fingerstick was taken, the cgm was reading 132 mg/dl and the blood glucose reading was 35 mg/dl. The patient stated he treated with eating dextrose, but it was unclear if the patient self-treated, and where the treatment was given. The patient reported that around the time of the event the blood pressure was 173/103 mmhg, and his pulse was 117 bpm. At the time of the report the patient reported that from 3 days after the event date, until the day of the report, he had been in the hospital, but stated that the reason of the hospitalization was noted related to the dexcom device. The patient also reported that they took fluoxetine and carvedilol as their medication. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.